Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for a follow up approximately 8 months post-index procedure where physician observed the presence of a type ii endoleak. The physician has elected to perform a re-intervention; however, the date of the re-intervention has not been reported/confirmed. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
There was no device issue for this event, rather there was a type ii endoleak which is an anatomy related issue. Procedure related harms and the final patient disposition could not be determined, however, it was reported that the physician successfully resolved the type ii endoleak using coils and onyx glue. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.